Event description:
I t was reported that, "the insert was used as a spacer in the first stage of a two stage revision procedure for a known perprosthetic infection."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the MFR. Additional info has been requested. Should device become available, the evaluation summary will be submitted in a supplemental report.